Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed temperature cable. The device was evaluated. The temperature cable was found to be failing. The temperature cable was replaced. The device passed all applicable testing and is ready for use. A DHR review is not required as the temperature cable serial number is unknown. The temperature cable serial number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 1, baw2800424 rev. 1 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation results received on 17sep2024, preventive maintenance was performed correctly, also the level sensor and the temperature cable nellcor was replaced because it was not working correctly in an arctic sun device. The functional test was performed correctly.

Event description:
It was reported that the during sample evaluation results received on 17sep2024, preventive maintenance was performed correctly, also the level sensor and the temperature cable nellcor was replaced because it was not working correctly in an arctic sun device. The functional test was performed correctly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed temperature cable. The device was evaluated. The temperature cable was found to be failing. The temperature cable was replaced. The device passed all applicable testing and is ready for use. A DHR review is not required as the temperature cable serial number is unknown. The temperature cable serial number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 2, baw2800424 rev. 2 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation results received on(B)(6)2024, preventive maintenance was performed correctly, also the level sensor and the temperature cable nellcor was replaced because it was not working correctly in an arctic sun device. The functional test was performed correctly.